Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact: (B)(4).

Event description:
The event involved a 60" smallbore ext set w/clamp, luer lock on an unspecific date where it was reported only the baxter sigma ivsp permitted flow of fluid through tubing b2048 at all flow rates, resulting in a decreased flow rate accuracy below the accepted +/- 5% accuracy. No harm was reported.